Event description:
The patient is an infant with hypoplastic left heart syndrome. The patient is status post norwood procedure and initiation of ECMO (extracorporeal membrane oxygenation) following cardiopulmonary arrest. The respiratory therapist at patient's bedside noticed the pump module stopped without external alarms from any of the system sensors. The pump module did not have error code or alarm.